Manufacturer narrative:
A ge service representative performed an investigation. Based on the investigation an x-ray controller pcb has been ordered. Once it is received it will be installed. It is believed that the new x-ray controller pcb will address the stated problem. If additional information indicates otherwise, a follow-up report will be filed.

Event description:
It was reported that the 9800 system was intermittently shutting off in the middle of a scan. There was no report of patient injury.